Event description:
Per the clinic, the patient experienced sound quality issues due to migration of the device. Subsequently, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.